Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report. Date of explant is estimated.

Event description:
It was reported the patient's lead fractured. As a result, surgical intervention was undertaken to explant and replace the lead. Surgical intervention addressed the issue.

Manufacturer narrative:
The reported event of breakage just below the anchor was confirmed. Microscopic inspection of the returned lead revealed a kink on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.